Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva meter, compared to hospital¿s meter, within 10 minutes: 205 mg/dl (aviva) and 91 mg/dl (hospital¿s meter). Customer reportedly was taken to the hospital by his brother for symptoms of feeling shaky, elevated blood glucose level, and having muscle spasms; was fed with orange juice, cereal, and egg and pears. Customer had previous attempted to treat elevated blood glucose level without success. Customer states he could not have treated himself. Requested return of suspect device for evaluation and replacement was sent.